Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('extremely heavy bleeding and clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("my issues have mainly been headaches daily"), abdominal tenderness ("tender belly/abdomen"), back pain ("lower back pain"), abdominal distension ("bloated belly (I look 5 months preggers)"), fatigue ("fatigue"), insomnia ("insomnia"), irritability ("irritability"), polymenorrhoea ("sometimes two cycles per month"), depression ("I have been depressed") and pelvic pain ("have contemplated hurting myself because sometimes the pain is just that unbearable"). At the time of the report, the genital haemorrhage, headache, abdominal tenderness, back pain, abdominal distension, fatigue, insomnia, irritability, polymenorrhoea, depression and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, back pain, depression, fatigue, genital haemorrhage, headache, insomnia, irritability, pelvic pain and polymenorrhoea to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-headache, abdominal tenderness, back pain, abdominal distension, fatigue, insomnia, irritability, genital haemorrhage, polymenorrhoea, depression, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.